Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine did not flow from the inlet tube to the drainage bag and the urine accumulated at the dome, on the day of its placement. The drainage bag was exchanged to another one.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one dome bag was received with the inlet tubing and sample port connector. Visual evaluation noted hard plastic material on inside of the dome that was blocking the hole for drainage. The dome was cut off of the bag to inspect the interior. There appeared to be a plastic-like film blocking the end of the inlet tubing, and this piece of film extended upwards on the inlet tubing towards the top of the dome and a portion of it could be seen extending out of the top opening. This fails to meet specifications stating there shall be no occlusion of the i.d. Of the inlet port. Verified dome code c13. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be incorrect assembly operation of drainage tube/ anti-reflux chamber. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow from the inlet tube to the drainage bag and the urine accumulated at the dome, on the day of its placement. The drainage bag was exchanged to another one.